Event description:
A pt self-tester on an unspecified date in (B)(6) generated inr 2.9 on protime microcoagulation system. The doctor's office reference generated inr 2.0. Most recently protime generated inr 3.2 and the doctor's office generated inr 1.9. The doctor's office results were used for treatment decision. Pt's therapeutic range: inr 2.0 - 2.5. No adverse event(s) reported.

Manufacturer narrative:
(B)(4) (cuvette lot # m0p3c570). Actual device not evaluated. Device history records for cuvette lot reviewed and met spec.